Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture due to customer getting into swimming pool while connected. Customer reported that as a result, insulin pump turned off. It was reported that there was moisture in the battery compartment as well. Customer's blood glucose was 6.4 mmol/l. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with traces of corrosion were found at the electronic and motor assemblies per our visual inspection. The insulin pump failed the leak test; leaked at a cracked on the back of the case. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed displacement test. The insulin pump had cracked case on the back at the battery tube area, cracked battery tube threads, cracked keypad overlay at the select button, minor scratched display window, minor scratched case and keypad overlay texture damaged.